Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant at lead in the atrial septum, the sensing was poor so the attempt was abandoned. Another lead and location were used to complete the procedure. No patient complications have been reported as a result of this event.